Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to recognize as closed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to detect as closed. The field service engineer (fse) verified the issue and confirmed that the main drawer was not opening or closing. Upon inspection, the fse discovered that the latch open and close sensor was not properly seated, preventing it from being read. The fse reseated the sensor correctly, rebooted the system, and ran firmware updates. Afterward, the customer performed an inventory check and verified the resolution. The system functioned as intended after the field service engineer repaired the device.